Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for analysis. The body coil at the transition section was noted to be stretched, and had wavy sections. The integrity of the pusher on the distal section was noted to be within specifications. The implant was stretched, and the monofilament was broken. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded the strength specifications of the monofilament.

Event description:
It was reported that the coil was noted to be stretched in the aneurysm. During removal, the coil detached. The coil was successfully retrieved with a snare device from the patient. There was no reported patient injury. The patient was reported to be fine.